Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. The customer was assisted by technical support in loading a new cartridge using the correct technique, and the issue was resolved successfully with the customer resuming insulin therapy.